Event description:
New information received indicated that increase in lead impedance and inappropriate therapies were also observed.

Event description:
It was reported that low sensing, low impedance and high threshold were observed. During lead revision, externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.